Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) that stimulation had been turning on and off. The patient confirmed during these instances that the stimulator was on with the patient programmer (pp). It was further reported the out of regulation (oor) message was seen on the pp, but there was no indication if this occurred while adjusting stimulation. The rep. Later met with the patient and it was determined the patient had multiple electrodes out of range on both leads when an impedance check was performed. A revision was originally scheduled for (B)(6) but was rescheduled with no known date yet.